Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was not confirmed, but event occurrence was likely; a b30 error in the image was also found. The bending angle was insufficient due to elongation of the angle wire, there were curved rubber scratches, the curved rubber adhesive was missing, and scratches were found on the video connector. Scratches were also found on the following device components: the operation part, the grip, the angle lever, the right/left lever, the up/down plate, the right/left plate, the light guide (lg) connector, the lg cover glass surface, the video connector case, and the lock engagement lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a no image issue occurred while using the endoeye flex deflectable videoscope. The issue occurred during preparation for use, there was a slight delay to replace the scope and the therapeutic procedure (surgery) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the no image issue (although not confirmed) and the b30 code (scope communication error) were caused by a failure of the image sensor unit, a defect of the circuit board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.